Event description:
It was reported that (1) device was used during a laparoscopic colon resection. It was reported by the affiliate that the tsb45 instrument was used. Some staples were formed inside the cartridge and not in the bowel. Part of the colon was resected (2cm), then a new instrument was used to complete the case.